Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that patient trial was over and was a success! "Never got the right lead to work, but¿ " it was later reported that the left worked and was a success would be getting implantable neurostimulator on (B)(6). No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.